Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00127 on 08/14/2015 for a confirmed (B)(6) advia centaur xp (B)(6) patient result. (B)(6) 2015, additional information: the cause for the initially confirmed (B)(6) advia centaur xp (B)(6) results obtained by the customer is unknown. Upon further review, the customer was not following the instruction for use (IFU) with regards to the interpretation of results. The instruction for use (IFU) under the interpretation of results states the following: "samples with an index value of greater than or equal to 1.00 but less than or equal to 50 are considered initially (B)(6). Perform repeat testing in duplicate and /or supplemental testing on these samples. After repeat testing, if two of the three results are (B)(6), the sample is considered (B)(6). After repeat testing, if at least two of the three results are (B)(6), the sample is considered repeat (B)(6) for the presence of (B)(6). If a repeatedly (B)(6) result is confirmed by supplemental tests, such as the advia centaur (B)(6) confirmatory assay the sample is (B)(6)." The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur cp hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
The cause for the initially confirmed reactive and repeat non-reactive advia centaur xp (B)(6) results obtained by the customer is unknown. The customer has provided limited and no additional information for further investigation. The (B)(6) quality control results were acceptable at the time of the incident. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." UDI number: the UDI number is unknown. The customer has been unable to identify and provide the reagent lot that was used at the time of the incident.

Event description:
A confirmed reactive advia centaur (B)(6) result was obtained by the customer. The customer performed additional (B)(6) testing on the original patient sample and the (B)(6) result was confirmed reactive a second time. Replicate (B)(6) testing was performed a third time, and the results were non-reactive. The customer did not report any of the (B)(6) test results and the patient was redrawn and retested. The customer was unable to correlate the (B)(6) result from the redrawn patient sample identification (sid) to the original patient sid, therefore the reported (B)(6)test result was not provided. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp (B)(6) assay result.